Event description:
An obituary was found showing the patient had passed away on (B)(6) 2014. A reason for the patient's death was not provided. The in-house programming history database was reviewed and no anomalies were noted. A battery life calculation for the vns generator was also performed which showed the generator would have had over a year remaining until neos = yes (near end of service) at the time of the patient's death. Attempts for additional relevant information have been unsuccessful to date.